Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4).

Event description:
It was reported that the insulin pump had unresponsive up and down arrow buttons. The blood glucose reading was not known. The insulin pump will be replaced and returned for analysis.

Manufacturer narrative:
The insulin pump was received with unresponsive buttons due to keypad connector unlocked on lcd board. The keypad traces was inspected and no anomalies noted. The insulin pump was received with minor scratches on lcd window.